Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant upstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. This condition was determined to have been caused by low fluid readings from the upstream sensor. Low readings will make the device more sensitive to false upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump had constant upstream occlusion. It was also reported this condition occurred during testing, and there was no pt involvement.